Manufacturer narrative:
Carefusion has confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with the device. Customer advocacy is still waiting for additional information regarding the reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
Customer reported that the respiratory therapist (rt) went to see the patient on 96% high flow nasal cannula, and the patient was desaturating on rt's arrival into the room. Rn reported that the product fell off wall from white collar. Rt went to assess and there was no black o ring, white collar still attached to flow meter and yellow collar falling off. It was confirmed that there was patient involvement with no permanent harm.

Manufacturer narrative:
Follow up submission: no physical sample was provided for evaluation. However, a photograph was provided and the black ring with part number (B)(4) was missing from the white collar (wing nut p/n (B)(4)). The root cause of the reported issue is related to the assembly personnel at not assembling the components correctly. To correct this issue, manufacturing personnel have been retrained on the assembly procedure to avoid these types of issues. A 2-year retrospective complaint review was performed and no adverse trend was identified relating to this issue.